Event description:
Per the clinic, the patient experienced poor performance and facial nerve stimulation with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2011. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4), 2012.